Event description:
It was reported that during follow-up, non-sustained ventricular oversensing due to far r wave oversensing was observed. The device was reprogrammed. The patient condition was good.